Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that "approximately 3cm" of the bd introsyte¿ precision introducer was found broken after opening up the material during use. The following information was provided by the initial reporter, translated from portuguese to english: "when opening the material, it was noticed that it was approximately 3cm broken.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "approximately 3cm" of the bd introsyte¿ precision introducer was found broken after opening up the material during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the material, it was noticed that it was approximately 3cm broken."